Manufacturer narrative:
The explanted lens was discarded and not available for return; therefore, a product evaluation could not be performed. The device history record (DHR) review indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined. According to the surgeon, the event might have been caused by capsular phimosis.

Event description:
Additional information indicated post implant of lens in the right eye, the patient experienced blurry vision due to dislocated iol. Surgeon attempted to re-position the iol at unknown date but was unsuccessful. In the surgeon's opinion the likely cause of the event is "possible capsular phimosis." Patient was referred to another surgeon who performed lens exchange with an unknown 3-piece lens on (B)(6) 2016. Patient is doing good post lens exchange.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that anterior lens vault was noticed approximately two months post implant. Post-op course was unremarkable except for the patient going on an intense hike before onset of problem. Currently the surgeon prescribed some drops and is evaluating treatment options.